Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported that the red light on the battery backup was blinking. The device was not changed out. No other details regarding the nature of the event were provided.